Event description:
Permanent nerve damage; I had a medtronic spinal cord stimulator implanted by my neurosurgeon and from the moment I woke up in recovery it was clearly apparent something was wrong. I had severe pain and hypersensitivity in both of my legs, it was a 10/10 on the pain scale. The nurses in recovery couldn't get the pain under control with anything they were able to give me so it was determined that I would be sent to the ICU. I spent the night in intensive care on ketamine to try and get the pain under control. The sensitivity was so bad, just the breeze from someone walking by caused intense pain. I was transferred to another floor once the pain was slightly more tolerable and had to stay in the hospital for 3 more days. It was very difficult for me to walk due to the pain and sensitivity in my feet and I needed to use a walker to help support myself. It was extremely painful to have any type of shoes on my feet and I could only wear shorts due to the sensitivity to anything touching my lower legs. During my follow-up visit it was discovered that the stimulator pad wasn't in an area to properly treat both of my legs and there wasn't any amount of adjustment to fix it. I also developed pain in my left side, where the leads traveled down and into the battery. After a number of months trying to adjust settings and having increased pain my neurosurgeon agreed to remove the stimulator. I'm glad I had it removed however as of today, over three years since it was implanted, I still have areas of pain and hypersensitivity in my feet and lower legs that I didn't have before the spinal cord stimulator was implanted. I regret ever agreeing to having the spinal cord stimulator implanted to try and help with my chronic pain when all that I would've needed was the proper dose of pain medication to have a functional quality of life. Instead I'm left in even more pain and having to buy certain types of socks and shoes as well as specific types of pants in order to reduce the pain from those articles of clothing touching the painful sensitive areas on my feet and legs. Since it has been over three years since the injury from the spinal cord stimulator occurred; it's obvious that the damage it caused is permanent. FDA safety report ID# (B)(4).